Event description:
Reporter had a brain injury in (B)(6) 2013 which resulted in overactive bladder. The implant was done to resolve the problem of overactive bladder. On (B)(6) 2015 when she walked into the store, she jumped after being electrocuted in her vagina. She went to the emergency room next day and nothing was done. The company troubleshooted and discovered that the device had malfunctioned and electrocuted her. Client suffers from a lot of pain since then and has been doing physical therapy. On (B)(6) 2015 client was electrocuted again. She went to see her urologist who "fired" her as a patient. Her legs hurt and the overreactive bladder has not been resolved. Medtronic does not return her calls and nobody wants her as patient.